Event description:
In late (B)(6) of 2019, I noticed that no air was moving through my right nostril. I went to a local ent who looked in my nostrils with a scope but couldn't see any issues. She mentioned that if the problem persisted that she would do a CT scan of my sinuses. The CT showed a mass. We decided to go to mayo clinic to be evaluated. CT showed mass arising from the midline anterior nasal cavity measuring approximately 2.8cm ap x 1.6 cm rl x 1.7 cm si (sinusitis), which enhances intensely following administration of IV gadolinium.